Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced a bent cannula which led to high blood glucose level of 204 mg/dl which was obtained through continuous glucose monitoring (cgm). The infusion set was inserted at abdomen. The patient received correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.